Event description:
Per independent repair center statement, alarming o2/yellow light and the key failure is the tube caused leaking - top of seive bed is leaking, also 1/2" clamp and tie wraps defective and reordered. Hardware loose/stripped/broken.